Event description:
It was reported that the patient has a complaint about far vision. Surgeon targeted emmetropia for intraocular lens (iol) power, but post-operative refraction is sph -1.00 cyl-0.75 which resulted in myopic refraction. In addition, the patient complained about driving their car daily due to having issues with their far vision. The surgeon explanted the original iol and replaced it with a competitor lens. The patient¿s far vision was provided as being over 0.8 post iol replacement. Vision pre-operative: far: 0.8 near: j4 (decimal) and vision post-operative: far: 0.5 near: j2. No further information was provided.

Manufacturer narrative:
Pt info: unknown / not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: unknown/not provided. Email address: unknown/not provided. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.